Event description:
Davinci needle driver would not close properly. The instrument had 8 out of 10 uses left. The instrument was replaced in the field and sent down to decontam decontamination to be sent to risk management and then sent back for credit from intuitive surgical.